Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold due to dislodgement of the left ventricular lead was observed. The lead was capped and replaced during a device replacement procedure due to normal electrical replacement indicator (eri). The patient was in stable condition.